Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that the patient fell to the ground, hit their head on something, and was bleeding from their head. Patient received an appropriate shock during vf. Post shock sinus rhythm was 100 bpm. Patient is unsure of the sequence of events of when they went unconscious, fell, and were treated. The patient went to the hospital following the event. During a follow-up, it was reported that while the patient was in the hospital, they had a CT scan and the doctor reported that there was no internal bleeding but was diagnosed with a concussion. Patient reported that it's healing, but it would "take a while for the concussion to be completely better." Patient is under a doctor's care at this time.